Manufacturer narrative:
Analysis of the extension (s/n (B)(4)) found the conductor on the extension body was broken less than 5 cm from the proximal end. The #0 conductor was broken 2.8 cm from the proximal end.

Event description:
It was reported that during the procedure there was a high impedance greater than 40,000 ohms on contact 0. The extension was not implanted and replaced with a new one. The surgeon had to cut it in order to remove it as well. The patient was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0twje, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0tspd, implanted: (B)(6) 2015, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger.(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.